Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by part of the usb port breaking off and staying inside the usb port of the pump. Blood glucose was 167 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.